Manufacturer narrative:
The technical service representative instructed the operator to run their hands under cool water for 20-30 minutes. The reported event may be attributed to improper handling by the operator. The IFU states, "personal protective equipment (ppe), handlers must wear: goggles or face shield, and protective rubber gloves." Statements in the instructions for use: give the user the following cautions when using the minncare hd disinfectant, "corrosive. Causes irreversible eye damage. Harmful if absorbed through skin. Do not get in eyes, on skin, or on clothing. Avoid contact with skin. Prolonged or frequent repeated skin contact may cause an allergic reaction in some individuals. Wash hands before eating, drinking, chewing gum, using tobacco or using the toilet. Remove contaminated clothing and wash hands before reuse. Caution should be used when applying indoors because pets may be at risk. If in eyes, hold eye open and rinse slowly and gently with water for 15-20 minutes. Remove contact lenses, if present, after first 5 minutes, then continue rinsing. Call a poison control center or doctor for treatment advice." No other issues have been reported.

Event description:
The user facility reported that minncare hd disinfectant leaked from the bottle and contacted the operator turning fingertips white. The user facility did not disclose if any medical treatment was administered.